Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on multiple occasions there was a leak which occurred around the extra port when the blood tubing was primed. There was no specific information given for the events. There was no patient harm.

Event description:
The customer reported that on multiple occasions there was a leak which occurred around the extra port when the blood tubing was primed. There was no specific information given for the events. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking around the ¿extra port¿ was confirmed. Visual inspection of the set noted no discernible damage or abnormalities. Examination under magnification of the area of separation revealed an uneven and scant distribution of bonding solvent on the separated tubing edge. Functional testing resulted in the tubing bonded into the inlet of the y-site smartsite was easily separated from the component. The cause of the separation and reported leak was determined to be an insufficient bonding solvent application during manufacture of the set.